Manufacturer narrative:
Plant investigation: an actuator test board was returned by the reporting facility for physical evaluation. During visual inspection of the returned part, heat damage was observed. The part was installed onto a test machine, and the test machine powered on without any issues or problems. The machine was then placed in dialysis mode, and a ¿low flow error¿ was encountered. Upon closer inspection of the part, a damaged integrated circuit chip (ic19) and damaged tracings were encountered. Ic19 is part of the motor driver circuit. Due to the damaged tracings, further investigation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report an out-of-box failure. The biomed had recently ordered two actuator test boards from fresenius. When one of them was installed on a fresenius 2008k hemodialysis (hd) machine, it reportedly failed. The other actuator test board worked fine without any issues. The biomed was requesting a replacement for the one that failed. There was no patient involvement or adverse event reported. Additional information was requested, however, to date a response has not been received. The failed part was returned to the manufacturer for physical evaluation. Upon evaluation of the returned part, heat damage was observed.